Event description:
Pt had a silicone breast prosthesis in 1999. The left side prosthesis was defective and broke down. It was replaced in 2001. At this time the replacement was folded and broke down in less than a year. A two year warranty was given by the company but they never kept their side of the agreement. The silicone prosthesis breaks down according to the pt because they did not hold their shape.